Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricle lead exhibited intermittent loss of capture. The lead remained implanted and the device was programmed to low output. A new system was implanted on the right side.